Event description:
It was reported that during an implant procedure, the right ventricular (rv) lead exhibited high and unstable thresholds due to placement difficulty. The rv lead was repositioned and it remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).